Manufacturer narrative:
(B)(4). An investigation is in process. A follow-up report will be submitted when the investigation is complete.this report is being filed on an international product, (B)(4) that has a similar product distributed in the us, (B)(4).

Event description:
The customer states that one patient sample generated an architect false positive total (B)(4) assay result of 100 miu/ml. The patient tested negative with a urine specimen methodology. The customer performed a serial dilution of the serum sample and generated the following results: non-diluted: 113 miu/ml, 1:2 dilution: 112 miu/ml, and 1:4 dilution: 116 miu/ml. There is no impact to patient management reported.